Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased shock impedance measurements with an implantable cardioverter defibrillator (ICD). All other lead measurements were within normal range. The ICD was explanted and replaced due to normal battery depletion (nbd). At the device change out procedure, shock impedance measurements were no greater than 119 ohms. The lead remained in service and was to be monitored with a newly implanted ICD. Approximately two months later, additional information was received that this rv lead exhibited high out of range shock impedance measurements greater than 200 ohms with the new ICD. The ICD was programmed to monitor only with tachycardia therapy off due to an improvement of the patients health condition. The lead remains in service and is to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this right ventricular (rv) lead continued to show out-of-range (oor) shock impedances and as a result the lead was surgically abandoned and successfully replaced. To date, no additional adverse patient effects have been reported.